Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During an seeg, 13 electrodes were implanted bilaterally (4 left, 9 right). The mayfield head clamp was used and was fixed parallel to the transverse plane, with the pins posterior to the ears. Patient was supine and neutral (no head flexion or tilt). Laser registration was completed and was satisfactory. After completion of the case, a post-operative CT was performed and it was noticed that 3 of the 13 electrodes were off entry and target point by greater than 2mm (all 3 were on the right side). Trajectories l, o, and q were off. Patient was not injured during the case.

Manufacturer narrative:
DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the inaccuracies are confirmed. The deviation analysis on these trajectories, combined with the order of implantation, do not permit to conclude about the cause for the inaccuracies.

Event description:
During an seeg, 13 electrodes were implanted bilaterally (4 left, 9 right). The mayfield head clamp was used and was fixed parallel to the transverse plane, with the pins posterior to the ears. Patient was supine and neutral (no head flexion or tilt). Laser registration was completed and was satisfactory. After completion of the case, a post-operative CT was performed and it was noticed that 3 of the 13 electrodes were off entry and target point by greater than 2mm (all 3 were on the right side). Trajectories l, o, and q were off. Patient was not injured during the case.